Event description:
It was reported that the pt presented with abdominal pain. A CT scan was performed and it was identified that one of the filter legs was perforating cava wall, extending into the duodenum. Pain medication has been administered and the pt is being monitored, the filter remains implanted. The course of action is being evaluated.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The event investigation is currently underway.